Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 230265022 was returned and analyzed. Visual inspection of the loop segment area showed that the loop was detached and missing. Visual inspection of the pebax segment area showed the pebax tubing was ribbed and damaged. All the electrodes were not returned with the device. The shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the detached electrode loop and missing electrodes were confirmed through analysis. The mapping catheter failed return inspection due to the pebax tubing was ribbed and damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, while ablating the right inferior pulmonary vein (ripv), the mapping catheter became entrapped in the pv and could not be removed after multiple attempts, but then the tip of the mapping catheter broke off. -an attempt was made to collect the device using a snare device, but it was impossible to grasp it because there was no protrusion. After several trial runs, there was no structural space to hook it; depending on the pinched area, there was a risk of continuing intravascular operation, so the decision to collect it was abandoned. Blood flow disruption in the right inferior pulmonary vein was confirmed by contrast study, it might have been entered a blood vessel that was originally not known. A computerized tomography (CT) scan confirmed that a ring structure of approximately 4 to 5 centimeters remained in the right inferior pulmonary vein. All electrodes are in the blood vessel and do not extend to the left atrium. A review of the fluoroscopy recordings showed that there might have been signs of ring abnormalities already during the right superior pulmonary vein. The physician determined that the thoracic surgical extraction was high risk, and the remaining material was retained. The plan is to continue coagulation therapy and monitor the patient. .